Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The affected device was requested back to manufacturer site for investigation and repair. Results confirmed the reported deviation. The root cause was identified as corrosion of the forward ball bearing on the rotor. The clamp will be repaired and returned to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an erc tubing clamp/620mm triggered an error message associated to occluder movement too slow. There was no patient involvement.